Event description:
User experienced leak from behind the analyzer and onto the floor. No patient samples were affected and operator was not harmed. User noted the water inlet valve was broken and replaced the valve. The field service representative verified the valve replacement and also noted he replaced the water tubing and installed a new fitting.